Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a xenform soft tissue repair matrix device was used during a cystocele repair procedure on (B)(6) 2017. According to the complainant, during preparation, the internal package looked compromised and damaged, therefore the physician did not use the device. The procedure was completed with another xenform soft tissue repair matrix device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.